Event description:
It was reported that when the patient underwent tracheostomy under local anesthesia, the air bag was found to have leakage before using the suction tracheostomy intubation tube. It was replaced with a new one after checking that was intact. The issue did not specify whether part of the product had already been inside the patient, despite the airbag being found to have a leakage before using the tracheostomy intubation tube. There was no reported patient harm or adverse event.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.